Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported by an oncology customer on (B)(6) 2025 for the patient into the PICC catheter, product number: 0668945, unpacking found that the tip of the puncture sheath bifurcation, the customer re-opened a set of seldinger for the patient tubing, after the incident, it was the third time this happened. There was no report of patient harm. This was reported to have occurred with three (3) devices. This report addresses all three (3) devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the exact cause is unknown. One photograph of a single micronitroducer was returned for evaluation. An initial visual observation of the photograph showed the distal tip of the sheath was slightly folded and buckled. A small amount of use-residue was observed. No further details of the damage could be discerned on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause of the damage. This complaint will be recorded for future trending and monitoring purposes.